Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, there was a vessel dissection above the access site that occluded the external iliac one hour post-procedure. Per report the 26 mm sapien was deployed in the aortic annulus at a 60:40 position, with no ai noted post-deployment. The patient was discharged to the ICU intubated and in stable condition. Approximately 4 hours following the procedure, the tavr team was notified by the ICU that the patient lost distal pulses in his left extremity. A CT revealed an occluded proximal external iliac. The team had the patient brought down to the cardiac cath lab and opened up the affected area of the external iliac. The physician used a contra-lateral approach from the right side and was able to successfully to open the vessel. A protege 9 mm x 40 mm self-expanding stent was placed in the left external iliac and then a 12 mm x 60 mm protege was placed in the distal common iliac. The internal iliac was covered as a result of the procedure. Two days post procedure, the patient developed anuric acute renal failure due to the excessive contrast load during the tavr, cta, and subsequent interventional procedure. Following dialysis the patient became progressively acidotic and, in accordance with his family¿s wishes, the patient was made a dnr. He expired three days post procedure, with the cause of death as acute renal failure and lactic acidosis. The severe acute anuric renal failure was considered a complication of chronic renal insufficiency and multiple contrast loads. This patient had moderate vessel calcification and mild tortuosity, with the minimum luminal diameter (mld) of 6.5mm.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the exact cause of the dissection is unknown; however, the patient¿s less than adequate mld of 6.5mm with moderate calcification could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.